Event description:
It was reported that a user experienced frequent low glucose events while using the ilet bionic pancreas and sought guidance on preventing daytime and nighttime lows, noting distress even at 90 mg/dl and reporting that pretreating with approximately 7 g of fast-acting carbohydrate did not consistently prevent subsequent lows. Symptoms included hypoglycemia. Outcomes included oral glucose treatment. Investigation included a review of available usage patterns and troubleshooting education with the user. Investigation of this case revealed no evidence of overtreating or misuse of meal announcements and no device malfunction was identified based on the review. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.